Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: this unit was serviced by a carefusion authorized service center. The service technician was able to duplicate the customer's reported issue. The oxygen blender was set to 60% and was giving 54.6%. The oxygen blender was replaced to address the reported issue.

Event description:
It was reported to carefusion that the unit had low oxygen readings. It is unknown whether there was any patient involvement associated with this complaint.